Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio iq meter was reading inaccurately high compared to another meter. The complaint was classified based on customer service representative (csr) documentation. The patient stated that the alleged inaccuracy issue first occurred at an unspecified time on (B)(6) 2015. At this time the patient obtained a blood glucose reading of ¿6.9 mmol/l¿ on the subject meter and ¿4.9 mmol/l¿ on another unknown meter within 30 minutes of one another. The patient manages their diabetes with an unknown type and dosage of insulin and does not make any adjustments to their insulin intake. The patient did not make any changes to this regimen as a result of the alleged inaccurate reading. ¿24 hours¿ later the patient experienced the symptoms of ¿shaking and sweating¿ which they associated with having low blood glucose levels. The patient self-treated these symptoms immediately by eating something and having a ¿sugar drink¿. The patient did not measure their blood glucose on any other device at this time. At the time of troubleshooting the csr noted that unit of measure was set correctly on the subject meter and an approved sample site was being used. The patient¿s products were requested for evaluation. This complaint is being reported because the patient obtained inaccurately high readings on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ the patient¿s meter has been returned on 5/27/2015 and evaluated by lifescan product analysis on 5/28/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.